Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, cracked on the display window, and minor scratches on the display window.

Event description:
The customer called to report a crack on the display and the display was difficult to read. The customer's blood glucose level was 116 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.